Event description:
It was reported that the patient presented in the emergency room experiencing chest pain. Upon review, it was noted that the right ventricular (rv) lead exhibited high capture thresholds. X-ray was performed and revealed a perforation of the rv lead. The lead was explanted and replaced. The patient was in stable condition.